Event description:
The complainant has reported that a patient underwent a therapeutic ercp for placement of a biliary stent. The clinician reported that multiple products had been passed over the hydra jagwire guidewire. They were not able to indentify the device that initally had the fit/resistance issue when being passed over the wire. The coating of he wire was noted to be bunched up and had begun to shred. The case was problematic due to patient anatomy. The clinician was unable to pass a plastic biliary stent over the wire due to resistance and coating issue. The procedure was successful completed with another of the same device. The patient did not sustain any reported complications or ill effects as a result of the issue with the guidewire.